Event description:
A follow up letter was sent to the customer regarding the previous call in which she indicated having unexplained high blood glucose over 500mg/dl and found that the customer was in the emergency room and did seek medical assistance. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.